Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient called because of symptoms , can't empty bladder , 5 min later have to go again, frequency. The patient stated after implant it helped the symptoms some but for the last couple-few months it has been getting pr ogressively worse . If the settings were set too high it hurts the leg and foot . The patient stated doctor was not longer there and not sure who they will have them see. The patient stated they need to charge the handset and will call back for help with settings. The patient mentioned having pump settings increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-03 additional information was received from the patient. They called back repeating information. The patient mentioned it was hard for them to remember things. The patient stated having to pee frequently, like they are not getting everything out and have to push to pee. The patient stated that their doctor said to call the manufacturer. During the call the patient stated seeing program 4 - 0.1. The agent reviewed how to increase.